Manufacturer narrative:
Concomitant products: product ID 8784, serial # (B)(4), product type catheter; product ID 8780, serial # (B)(4), product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving saline via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient experienced withdrawal. The patient was dismissed or stopped seeing his healthcare provider (hcp) in (B)(6) 2013 and didn¿t find a new managing hcp. It was noted the hospital emergency room (ER) refilled the patient¿s pump with saline in (B)(6) 2013 and reduced it down to the lowest level. The pump was to run out of saline (B)(6) 2015. The patient had had pain since he stopped being seen by his last managing hcp. The patient did not find a hcp in time for a refill and got very sick from not getting his medications. The patient previously had fentanyl, clonidine,and bupivacaine in the pump. The patient waited 5 months for a phone call from ¿(B)(4)¿ and the ¿(B)(4)¿ hcp felt the patient was too far away from their location and didn¿t want to take the patient on to manage. The patient had inquired about additional locator listings for physicians. The patient had a family physician now. The situation was being addressed by the hcp. Intervention information was requested but not available at the time of this report. If additional information is received, a follow-up report will be sent of this report. If additional information is received, a follow-up report will be sent.